Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. The hospital disposed of the device.

Event description:
The patient was undergoing a coil embolization procedure using pod packing coils (podj coils). During the procedure, the physician deployed a podj coil into the target vessel and then noticed that the vessel was smaller than expected. Therefore, the podj coil was removed and resheathed to be redeployed later in the procedure. The physician then deployed and detached a smaller sized podj coil to treat the smaller branch of the target vessel. While attempting to redeploy the previous podj coil in a separate branch, the physician was unable to advance the coil out of its introducer sheath. Therefore, the podj coil could not be redeployed and the procedure was completed using a new podj coil. It should be noted that the physician did not maintain a continuous flush during the procedure. There was no report of an adverse effect to the patient.